Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system not communicated. The technical support specialist (tss) dialed into the station and confirmed there were no error notifications regarding device communication. Logged in as cfnadmin and reviewed logs, finding no retry error pop-ups. Verified med application debug showed successful user login. Dialed into the server and confirmed sync information was up to date. Sent an email to the customer requesting verification of station functionality and awaited response. The device later went offline in remote support service (rss), so a field service engineer (fse) was dispatched. After the device came back online, logs and sync status were checked again and confirmed to be normal. Sent a follow-up email to the customer, who approved case closure. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis device was not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.